Event description:
It was reported that the patient developed an infection after the primary surgery. Original surgery date was (B)(6) 2022. Revision surgery was (B)(6) 2023.

Manufacturer narrative:
It was reported that the patient developed an infection after the primary surgery. There have been no other reports of procedural or post-operative complications for this patient. Original surgery date was (B)(6)2022. Revision surgery was (B)(6) 2023. Cause of infection is unknown. Ncmr's were reviewed. The device was shipped under bi quarantine (tq-23-0013) but used only after passing results. The risk analysis was reviewed. Infection is a known risk of total knee replacement surgery.